Manufacturer narrative:
The reported event of syringe not recognized file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement

Event description:
The customer reported that the medline syringes are not recognized. The customer reported that the bd syringes were on back order and the facility central supply ordered medline syringe however unable to use. There was no report of patient involvement or events.